Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.5-3.0x56, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal and mid left anterior descending artery. A 2.5x32mm promus premier drug-eluting stent (des) was previously implanted at the proximal segment. After advancing a non-bsc extension catheter and a non-bsc guidewire, another 24x3.00 promus premier des was advanced on the proximal edge of the first stent to achieve a 2mm overlap. However, the second stent was stuck and was dislodged from delivery system. The device was removed by snaring and a dissection was noted in the proximal to the first stent in the mid lad. The procedure was finished by ballooning with no patient complications were reported and the patient's status was stable.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.5-3.0x56, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal and mid left anterior descending artery. A 2.5x32mm promus premier drug-eluting stent (des) was previously implanted at the proximal segment. After advancing a non-bsc extension catheter and a non-bsc guidewire, another 24x3.00 promus premier des was advanced on the proximal edge of the first stent to achieve a 2mm overlap. However, the second stent was stuck and was dislodged from delivery system. The device was removed by snaring and a dissection was noted in the proximal to the first stent in the mid lad. The procedure was finished by ballooning with no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a media clip and imaging was received and reviewed. The initial series showed different views of the coronary arteries including a coronary artery bypass graft. Intervention began by wiring the lcx. Based on the observed gap between and differing shapes between the wire in the lcx and the lcx contrast flow the wire may have been placed subintimally. An extension guide catheter was used to position a stent in the proximal to mid lcx, per event information this was the 2.50x32mm promus premier. There appeared to be a gap between the stent and wire and the true lumen of the lcx, indicating that the wire and stent may have been positioned subintimally. The stent was deployed, covering proximal to mid lcx and the stent delivery system was removed. What appeared to be the reported dislodged stent (per event information this was the 3.00x24mm promus premier) was evident in the lm, the delivery system or the moment of dislodgement was not included in the media. Balloon inflation as then carried out in the proximal lad. The dislodged stent was then successfully retrieved from the patient using snare. In the final series a potential vessel dissection was noted; the what appeared to be the reported dissection was noted in the area proximal of the deployed stent. The media review was consistent with all complaint information with the exception of the lesion location, per the complaint information the stent was deployed in the proximal and mid portion of lad however the review found that it was deployed in the proximal and mid portion of the lcx. H3 other text : media review